Manufacturer narrative:
Approximate age of device ¿ 1 year and 8 months. The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted with reports of worsening fatigue, shortness of breath and melena for the past week. The patient experienced a gastrointestinal bleed with no arteriovenous malformation (avm). Hemoglobin and hematocrit (h&h) was 6.4 g/dl and 21.5 g/dl. Patient was transfused with 2 units of packed red blood cells (prbc). Patient was given 5 doses of iron infusion while in the hospital. H&h on (B)(6) 2019 was 7.1 g/dl and 24 g/dl. Patient was transfused with 1 more unit of prbc and was then discharged to home. No additional information was provided.